Event description:
Per the clinic, the patient reported pain at the implant site, and implant migration was subsequently confirmed through x-ray imaging (date not reported). The patient underwent a revision surgery to reposition the device in 2020 (date not reported). The implanted device remains.